Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery for a loosening occurred (B)(6) 2020 because the patient fell. 32 humeral stem and 36/+3humeral cup were removed and replaced by 36 humeral stem and 36/+3 humeral cup. Primary surgery occurred (B)(6) 2015.